Event description:
It was reported the patient experienced a serious low blood glucose event and received the following results within 15 minutes: approximately 350 mg/dl on the patient's aviva meter and 45 mg/dl tested with a professional meter. The injury event occurred around 10:00am; the customer was feeling weak and disoriented, with hypoglycemia symptoms. A family member assisted the patient when testing on her aviva meter, receiving the estimated reading of 350 mg/dl. As the result did not match to how the patient felt, the family member gave the patient sugary water and sweets to help raise her blood glucose level. Exact amounts and specifically what was provided cannot be recalled. The patient did not lose consciousness, but the emts were called, and arrived within fifteen minutes. Upon arrival, they tested the patient's blood glucose on their professional meter and received a reading of 45 mg/dl. Emts then gave patient an unknown injection. Within less than one minute of injection, patient was again feeling normal. At this time, the emts did not test again on their meter and the patient did not test again on her aviva.